Event description:
Additional information received reported that the patient required hospitalization for replacement. The pump and catheter were removed in (B)(6) 2012 and were replaced. The pump was being used to deliver lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-01-04 explanted: product type catheter. (B)(4).

Event description:
It was reported that, about two months prior to this report, the patient's pump was removed after the development of a post-operative infection. The patient's outcome was not known. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.